Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 69-year-old male patient was attempting to have an impella 5.5 implanted and the impella could not advance past stenosis in the distal subclavian. The decision was made to abort the implant and implant the impella cp in the same access site.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.